Event description:
It was reported, "a staff member while assisting the surgeon attempted to break open a cement ampoule and inadvertently cut herself on the thumb which required suturing."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.